Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records (B)(6) 2018. Medical records indicate he received same day bilateral total knee replacements. Primary surgeon noted that the patient's left knee mcl tendon was injured intraoperatively, requiring suture anchor-type repair, and post-op knee bracing for recovery. This complaint will address this event. Records also reported that his primary surgeon indicated patient was experiencing right knee pain and x-ray evidence supporting implant loosening of the right knee tibia. There was referral to another surgeon, and a post-operative dressing change note indicating that a revision had taken place, but no date or operative revision records are currently available. This event is addressed in complaint (B)(4). Doi: (B)(6) 2015; doe: (B)(6) 2015; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.